Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a precedex drip failed to start on a novum iq large volume pump. While in the intensive care unit precedex was hung at 01:30 at a rate of 15.9ml/hour. At 02:00 the nurse noted the patient was ¿very agitated.¿ the pump displayed 200ml remained; however, the bag was full; indicating the patient didn¿t receive any medication. The pump was swapped and the patient was re-sedated. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d4: serial no, d4: unique identifier (UDI) #, and h4: device manufacture date. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.